Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on(B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced a pupil block, with elevated intraocular pressure. The icl was not exchanged for another icl. The patient's post-op best-corrected visual acuity was 20/20. The pupillary block still remains.

Manufacturer narrative:
This supplemental medwatch report is being filed late (2 days late) due to "the FDA electronic submissions gateway was experiencing intermittent connectivity issues" on (B)(6) 2014. Several attempts were made to transmit the report with no success and the problem was not resolved until 10:30pm edt. Evaluation method: work order search, medical review. Results: a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found a piece of one haptic torn off. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - pupillary block with elevated iop in the presence of high vault early after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by viscoelastic), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, etc. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition, (poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Dilated pupil is usually due to iris-sphincter damage as a result of trauma/inflammation/ischemia. Some patients may have iris vasculature abnormalities and could develop ischemia in the event of transient/persistent high iop, although aetiology of the non-functional pupil it is still not clear. If related to the elevated iop, pupil may return to normal in 6 months to a year. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - after removal, the patient had a secondary intervention to reduce the pupil mydriasis unsuccessfully. The patient is experiencing visual discomfort and wears special glasses to alleviate these symptoms (glare). Bcva after removal is 20/20 same as baseline.

Manufacturer narrative:
(B)(4).